Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning was observed as the bipolar lead impedance was lower than the unipolar impedance. The lead is still in use. No patient complications have been reported as a result of this event.